Event description:
The event is reported as: the staples do not grab to the skin. Another stapler was used with no problems. No pt injury reported.

Manufacturer narrative:
Product will not be available for eval. A f/u report will be submitted when investigation is complete.